Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-33 lot# va1fy1p serial# implanted: (B)(6) 2017 explanted: product type lead product ID 3889-33 lot# va1fy1p serial# implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had a procedure done on (B)(6) 2017 for an implant site wound complication and draining a seroma. The patient had a 50 milliliter (ml) blood loss during the procedure. The patient had their device placed approximately six weeks prior to the report. They had recurrent pain at the generator site and lead site and had intermittent episodes of blood serous drainage. They were at the hcp office for an exam under anesthesia with a possible revision of the implant site. The patient had mild erythema with mild drainage of serosanguineous fluid from the lead insertion site. This was incised and a small amount of chronic granulation tissue was noted in the wound bed, which was excised. The generator site was opened and there was a mild amount of turbid serous fluid. It was noted that there was no obvious foul-smelling purulence. The pocket was copiously irrigated with bacitracin infused normal saline, drained, and reclosed. It was also noted that the incision site over the generator was somewhat thinned. Four days after the revision, the patient was doing fairly well. They were a little sore and still had a mild amount of drainage from the lead site, but was healing well. There was no sign of infection and they were planning to have another hcp appointment in 3-4 weeks.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-33 lot# va1fy1p implanted: (B)(6)2017 product type lead product ID 3889-33 lot# va1fy1p implanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's doctor did another surgery to revise the neurostimulator and they lanced the cyst to resolve the issues.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va1fy1p, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said she went to see healthcare provider (hcp) this past monday about issues they were having. Patient said hcp performed a procedure to drain a cyst that formed post implant surgery. Patient said the cyst began to start draining and bleeding. Patient said it seemed like the cyst didn't come up until the second surgery. Patient said she went to see hcp last thursday to tell him about the issues and hcp decided to go back in to check for an infection and possibly do a revision. Patient said hcp cleaned the pocket area, drained the cyst and made sure the patient did not have an infection. Patient said it felt a lot better now that it was cleaned and drained. Patient said it seemed like cyst was gone and like it was not there. Patient said hcp told her patient did not currently have an infection. Patient said hcp left the device in, but that if patient does form an infection hcp said he can remove the device at that time. Patient mentioned she was hurting over her right hip, where the ins was. Patient said it felt like a sharp severe pain and hcp said he didn't understand where that pain came from. Patient formed a cyst post implant surgery and had severe sharp pain. Patient said she was going back in next tuesday for a checkup from procedure this past monday. Patient noted she has seen hcp off and on since implant. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.